Event description:
Information was received indicating that this fast flow fluid warmer unit overheated while in use with a patient causing the unit to smoke. No adverse patient effects were reported.